Manufacturer narrative:
The intro-flex introducer was not received at our product evaluation laboratory for a full examination. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Based on further evaluation performed by engineers, a root cause could not be determined. As part of the manufacturing process, the units go through a leak test. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this introducer, a small quantity of blood leaked through the hemostasis valve (30 ml of blood loss approximately). The introducer was replaced for another one using a new stick (removing all the components and starting the process from the beginning). There was no allegation of patient injury. The device was not available for evaluation since it was discarded.